Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric band procedure, the one-way valve popped off while pulling the catheter out of the abdomen. It was retrieved without any impact to the patient.